Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. Customer also reported the buttons were reacting slow on the insulin pump. It was also found the customer was stuck on 0.0 during the start of infusion and the button error alarm occurred after. The customer's blood glucose was 102 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.